Event description:
It was reported that approximately two months prior the patient presented with neurological symptoms, specifically an unstable gate. A magnetic resonance imaging (MRI) scan revealed a granuloma. The patient was referred to a neurosurgeon and the infusion system was explanted. It was not known what medication the device system delivered. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information later reported at the time of implant in 2012 the drug in the pump was morphine 5mg/ml 75mg/day.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the pump was explanted on (B)(6) 2013.